Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, front therapy electrode was severed from the cable that connects ECG a to ECG b. The cause for the failure was isolated to the severed cable. The root cause for the severed cable was unable to be positively identified but was likely due to physical abuse. No adverse event resulted from the defective electrode belt.